Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the device's inability to recognize a closed door, determined to be caused by a failed input/output printed circuit board. The failed input/output printed circuit board was replaced.

Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device does not recognize a closed door. There was no patient involvement.